Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps instruments insulation was burnt or melted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of 'thermal damage yaw pulley - exposed electrode' to be related to the customer reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Probable root cause is attributed to inadvertent energy application from a monopolar instrument. Intuitive followed up and obtained additional information. Serial number was (B)(6). Instrument was inspected prior to use. Thermal damage was observed during examination. There was no instrument colliding with energy instrument. No arcing. There was no injury. Instrument and associated accessory will be returned. No image or video recording is available.

Event description:
Refer to h11 for follow-up information.